Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. According to the information received, there was not any breakage inside the patient; the device was only dull. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date. Description of event or problem has been updated.

Event description:
It was reported that during an acl surgery, the drill was dulled. The procedure was completed using a back-up device. It is unknown if there was a delay. No patient injury or other complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acl surgery, anchor broke when threaded in. It is unknown if there was a delay and it is unknown if there was a back-up device available. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.